Manufacturer narrative:
(B) (4).

Event description:
Procedure: lobectomy. According to the reporter: on the first firing, the handle could not be fully squeezed. Additionally, manual suturing was done. Operative time was extended more than 30 minutes.